Event description:
It was reported that the speed was unstable. A 1.50mm rotapro was selected for procedure. After the first ablation completed, it was noted that the burr reached 182,000rpm more than the set speed 180,000rpm, and the stall lamp came on in the second ablation from the start. The procedure was completed with another rotapro. There were no patient complications reported.